Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer alleged an increase in weak positive results while using the cobas sars-cov-2 assay. A total of 22 samples generated positive results which were questioned by the customer. An unknown number of the samples were recollected and tested negative. All initial results were released and no harm was alleged. Per FDA guidance, 22 mdrs will be filed- one per questioned result. No further information was provided by the customer. An investigation was performed with the limited available data which did not identify any product problem. Although unconfirmed, it is possible the weak positive results were related to a contamination event or improper handling.

Manufacturer narrative:
Facility name truncated due to character limit: (B)(6). A customer alleged an increase in weak positive results with the cobas sars-cov-2 assay. Limited information was provided by the customer. An investigation was conducted with the limited data which did not identify a product problem. Although unconfirmed, it is possible the weak positive results were related to a contamination event or improper handling. (B)(4).